Event description:
It was reported that during testing conducted at the user facility the device overheated. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis. User facility disposed of device.

Event description:
It was reported that during testing conducted at the user facility the device overheated. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.